Manufacturer narrative:
Other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the ins battery was reading 2.65. The patient was supposed to contact the healthcare provider (hcp) when the ins battery got to 2.60. The patient noted the ins battery seemed to be going down faster now that the battery reached 2.65. The ins battery was "going down 100th of a point every three days" and later clarified it to be "three 100ths every three days". No patient symptoms or further complications were reported as a result of this event.